Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected cgm application shutoff occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected cgm application shutoff could not be determined. A probable cause could not be determined.